Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a cerebrospinal fluid leak (csf leak) during the trial procedure on (B)(6) 2018. The trial case was aborted. The patient reported headaches after the surgery and was treated with IV ketamine. The next day, the physician performed a blood patch and the csf leak was resolved.